Event description:
The patient had an occipital nerve generator placed and implantable pulse generator (ipg) placed on her anterior chest (04/2012). She recently began experiencing recurrent pain. It was discovered by x-ray that her leads had moved and her anterior ipg was causing her pain. The old spinal cord generator and ipg were removed and replaced.======================manufacturer response for spinal cord stimulator, spinal cord stimulator generator (per site reporter).======================will investigate.